Manufacturer narrative:
The camera was replaced and installed on 05/16/2018. According to information received from the customer, the replacement camera resolved the issue. Note: due to an error with the device code (748 - camera) from the original submission on 03jun2018, an error was received and the MDR was not accepted by the webtrader/maude database. (B)(4). There was no report of a death or patient injury and this malfunction MDR was submitted within the required 30 day time frame but the failed acknowledgement was not detected until august 2018.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On 05/07/2018, merge healthcare received information regarding a camera that was throwing errors and was unable to function as expected. The firewire card and cables were replaced; however, the issue was not resolved. The merge healthcare technical support team recommended the account return the camera. The camera was received by merge healthcare on 05/14/2018 and was sent to the vendor for repair. On 05/29/2018, additional information was received from the customer. According to the information, the system was three (3) years old. The camera was a topcon trc 50dx; q5 digital exam. The issue impacted patient care in that fundus photography and fluorescein angiograms could not be obtained for a week and a half. A replacement camera was sent and the issue was resolved. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for procedures. No patient harm occurred as a result of this issue. (B)(4).